Event description:
Additional information received reported that the patient was to see a health care provider (hcp) for device analysis in (B)(4) on ( (B)(4) 2015 at 02:30 pm. The hcp's office reported that the patient had a critical pump alarm. The cause of the alarm was not known, but suspected it to be due to the empty reservoir. The clinic indicated that the last report received from the patient's prior pump manager indicated a (B)(4) 2014 low reservoir alarm date. No diagnostic testing or troubleshooting had been performed, but was to be done in the future. The patient status at the time of this report was unknown. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported the patient¿s pump was critically alarming. The patient was due for a refill and recently moved and could not find a healthcare provider (hcp). It was further reported the patient moved from (B)(6). She had no idea how difficult it would be to find another pain doctor and had no idea how much the pump helped her pain until she no longer had it. It was supposed to be refilled in (B)(6) 2015 and had not yet been filled. Her pump was now alarming every ten minutes. The patient did have an appointment on (B)(6) 2015, with a new pain doctor, but she could not remember his name. It was unknown what drug the pump was being used to deliver. Patient outcome was unknown. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.